Event description:
It was reported that the patient had about 8 falls in the past year. One fall in particular about 3 months ago the patient fell hard on her back. The patient inquired if a fall like that could cause her programming to change on its own. The patient was experiencing a loss of therapeutic effect. The patient's spouse was the only one that changes patient's therapy. The spouse noted that he set patient on program 4 at 4.5 amplitude back in (B)(6) 2013 and that was working for the patient. The patient noticed a few days ago that she was having symptom return - frequency and urgency. The spouse checked therapy and realized that her therapy had changed to program 2 "on its own." The spouse had set patient therapy on program 3 at 2.0 and the patient was doing better. Spouse wanted to know how program got changed to 2 by itself. The patient was having a "hard time yesterday'' with her symptoms. The patient noted they realized her programming was changed when they checked it. The patient inquired if programming can change by itself. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v671772, implanted: (B)(6) 2011, product type lead. (B)(4).